Event description:
Apparent contamination of latex exam gloves. The gloves have caused localized adverse reactions in users. Dr believes this may be due to aspergillus spore contamination, and if the spores were aerosolized in a nursing home enviroment, could cause health risk to pts.